Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge load process. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed the issue as a cartridge alarm 30 and decided to replace the pump. The customer was informed about receiving a pump with updated software and agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer understood the instructions to put the pump into storage mode before returning it, to send back the problematic pump within ten days to avoid charges, and to program settings and connect their cgm to the replacement pump. A replacement pump was shipped to the customer without requiring a signature for delivery.